Event description:
The facility indicated while moving the bed into a room, several staff members have stated that the pt helper bracket has made contact with the top of their feet. No injuries have been reported.

Manufacturer narrative:
The technician investigated and found when the nurses are backing beds into rooms, the trapeze support bracket hits the their feet.